Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the implantable cardiac monitor (icm) exhibited undersensing noted from stored pause electrograms (egms). Programming changes were suggested; no changes or intervention were reported. There were no patient consequences.